Event description:
A zoll distributor monitor sn (B)(4) to report that it was unable to power on.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. As received, the monitor failed incoming functionality testing. Upon eval, corrosion on the monitor's jtag board was causing low resistance paths to ground on three supply lines. The cause of the test failure was the corroded board. The root cause of the corroded board was unable to be positively identified. No adverse event resulted from the defective monitor.